Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified as the evaluator inadvertently evaluated for a false downstream occlusion alarm rather than the customer reported undetected downstream occlusion. The device is no longer in its as received condition and the opportunity to evaluate for the reported symptom is lost. The device will be required to pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion detection. There was no patient involvement. No additional information is available.